Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant upstream occlusion alarms, which were not reproduced. Upstream occlusion alarms were confirmed through a review of the event history log; however, it is unclear if they are true or false alarms. Evaluation found continuity across the upstream sensor flex tail pins, causing the reported symptom. The failed upstream sensor was replaced to correct the condition.